Manufacturer narrative:
Reliability analysis evaluated 1 opened/used infusion set. They performed hand prime using a new lab reservoir and found it was occluded at the p-cap connection. They were unable to confirm the occlusion because the customer returned an opened/used set. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 187 mg/dl. Customer stated that the alarm occurred during bolus. Customer stated that the insulin did exit a 5.0 unit fixed prime. Customer removed the set and stated that the cannula was not bent. Customer was advised to change out the infusion set and return the set for analysis.